Manufacturer narrative:
(B)(4). Only event year known: 2017. Batch # n92m7c. Device analysis: the analysis results of the 2d12lt found that it was received with the reset button in disarmed position. In addition, the tyvek was returned along with the instrument. The instrument was armed and when the device was functionally tested the bullet did not retract as expected. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
When trying to use trocar it has been slightly broken. So he changed trocar into new one